Event description:
It was reported that this pacemaker was found to be in safety mode. The boston scientific technical services (ts) recommended device replacement and the procedure has been scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. The boston scientific technical services (ts) recommended device replacement and the procedure has been scheduled. This device was explanted and replaced with a non boston scientific product. No additional adverse patient effects were reported.